Event description:
The customer reported that he took the insulin pump into a lake. Troubleshooting was performed and moisture under the display was observed. The customer stated that the device also had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.